Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer observed sound abatement foam degradation in the following areas: black substance was observed on the outside bottom of the blower box and was stuck to it. Black pieces of a black substance were found on the bottom of the enclosure. Manufacturer was able to confirm the presence of degraded sound abatement foam. The manufacturer observed the following from internal and external inspection: the air outlet and inlet port had dust-like contamination in it. Light dust-like contamination is spread out on the top of the pca (printed circuit assembly) in the blower box and throughout the inside enclosure, inside humidifier enclosure, on and under the heater plate, and on the dry box, on top of the blower box and throughout the bottom of the enclosure, on top of the blower moto, in the bottom of the blower box, missing tank seal on dry box, missing 2 non-slip pads on bottom enclosure, missing 1 non-slip pad on humidifier bottom, air inlet seal had yellowed and had dust-like contamination on it. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found four errors. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box d: device avail for eval? And date returned? Has been updated in this report. In box h: device evaluated by mfg.? And problem code grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cancer. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.